Manufacturer narrative:
(B) (4): evaluation results - a work order search was performed and there were no complaints found. (B) (4).

Event description:
The reporter stated the aa4204vl silicone plate lens was inspected prior to loading and a scratch was observed. No patient contact.